Manufacturer narrative:
An event of a residual shunt was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated a re-sterilized device was used. Per the instructions for use, 600539-003 version a, "this device was sterilized with ethylene oxide and is for single use only. Do not reuse or resterilize this device. Attempts to resterilize this device can cause a malfunction,insufficient sterilization, or harm to the patient."

Event description:
On (B)(6) 2018 a user elected to use a re-sterilized 22mm amplatzer vascular plug ii. The device was implanted and after implant, a residual shunt remained and a 9mm amplater duct occluder (lot number: 6172614) was implanted to decrease the flow. On (B)(6) 2018, a step in the fistula was observed, and again the user elected to use a re-sterilized 12mm amplatzer vascular plug ii (lot number: 5916435) and coils (manufacturer unknown) were used to address the residual shunting. The user elected to use re-sterilized devices even though the site had new devices available.